Manufacturer narrative:
Trackwise # (B)(4). The device was returned to the factory for evaluation on 05/05/2021. An investigation was conducted on 05/11/2021. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. There were no visual defects observed. An electrical evaluation was conducted. The connectors on both ends were observed to be intact. No visual defects were observed. The device was evaluated for connector function. The cable was able to provide a secure connection that connected and disconnected without incident. A pre-cautery test was performed per the instruction for use (IFU) with a reference hemopro 2 evh tool, reference adapter and reference power supply set at level 3.0. The device passed the pre-cautery test. The power supply emitted an audible beeping sound and the evh tool produced steam and heat during 5-second activations and shut off when the toggle was released. A polyfuse electrical test was performed with the same reference power supply, adapter cable and hemopro 2; the polyfuse successfully shut off power to the heater after prolonged periods of time and activated after the device cooled. An activation and transection capability test was performed over four (4) repetitions using "max life test method stm2048073. The device activated and transected tissue four (4) times with no cautery failure observed. Based on the returned condition of the device and the results of the evaluation, the reported failure "electrical problem" was not confirmed. This is a reusable OEM device; therefore, a lot history/serial number review was not applicable. A lot/serial number was not provided and the specific product lot/serial number cannot be identified from a ship history, therefore it is impossible to obtain a certificate of conformance.

Event description:
Related to tw (B)(4) one support (B)(4). The hospital reported that during an endoscopic vein harvesting procedure using hemopro2 extension cable, device was giving inconsistent power and not cutting and cauterizing as expected. The hemopro 2 and cord were removed and exchanged for new ones. The new device worked without issue. No patient injury.